Event description:
The customer reported via phone call that the customer woke up with a high blood glucose value of 458mg/dl and manual insulin injections were administered immediately. Later the customer was taken to the hospital with blood glucose reading of 500 mg/dl and IV insulin drip was administered. The customer's blood glucose value at the time of the call was 330mg/dl. It was reported that the customer had nausea, vomiting, and diabetic ketoacidosis symptoms related to the high blood glucose event. The customer was using the insulin pump system within 48 hours of reported blood glucose event. It was also reported that the customer was using the pump auto mode/smart guard feature at the time of high blood glucose event and customer recalled receiving suspend on low/suspend before low/threshold suspend/low suspend alarms since blood glucose incident began. The customer was assisted with troubleshooting. Advised that the pump will be replaced in the meantime, since customer was using a backup pump. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On (B)(6), 2021 the customer alleged was hospitalized for high bgs and low/suspend before low/threshold suspend/low suspend alarms. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked case behind the device at the battery compartment during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review in the device history found no insulin flow blocked alarm on event date (B)(6), 2021. However, on (B)(6), 2021 found one insulin flow blocked alarm in the device history at 08:25:26 during a bolus delivery. Also no suspend on low/suspend before low/threshold suspend/low suspend alarms in the device history noted. The test guardian link with the watertight tester communicated properly with the device noted. No suspend on low/suspend before low/threshold suspend/low suspend alarms during testing. The device history shows that there is no unexpected alarms/suspends and daily total of bolus insulin delivered on (B)(6), 2021 are 3.4u. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm noted. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (21.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, device passed all required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the device under delivery, low/suspend before low/threshold suspend/low suspend alarms was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.